Event description:
Biomed at a user facility reported a ventilator that had a circuit occlusion and circuit disconnect alarm, then stopped ventilating. There was no harm to the pt. The pt was placed on another ventilator. Field svc was requested to come and fix the ventilator.

Manufacturer narrative:
(B)(4). Field svc evaluated the unit, and found an fio2% error in neonatal mode. This occurred whether the unit was running on wall air, or compressor. Calibrating the blender had no effect on the error. There was a leak in the blender, which required replacing the gas delivery engine. Field svc advised the customer that the gas delivery engine would have to be replaced once a replacement gas delivery engine becomes available.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.